Event description:
It was reported that patient received a line blocked alarm and replaced the infusion set. The issue was resolved, and the event had occurred while in use with a patient, and there was no patient injury.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.